Manufacturer narrative:
MFR received date: 02 oct 2019. The manufacturer¿s international service technician confirmed the reported o2 threads issue. The manufacturer¿s international service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the diss threads on the o2 inlet fitting are damaged. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the diss threads on the o2 inlet fitting are damaged. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified; estimate used.